Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the buttons are sticking. Reporter stated that the rubber keypad is peeling near the backlight button. Reporter denied that the pump was exposed to moisture and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found the keypad cover was peeling at the ¿ok¿ button. The contrast and up¿ buttons responded intermittently while the ¿down¿ and ¿ok¿ buttons responded properly. Removal of keypad cover found contamination under all the keypad button contacts.